Event description:
Procedure: urokinase infusion with clot already delysed, angioplasty of a thrombosed dialysis graft (rt upper extremity). After obtaining blood flow with urokinase, a 6mm diameter x 4cm length angioplasty balloon was centered across the area of venous anastomosis and inflated. There was no waist. With gentle inflation, there appeared to be extravasation of contrast from the balloon angioplasty catheter. The catheter itself was seen to be without the balloon on fluoro. The balloon was recaptured within the graft using a snare and pulled out the sheath. The balloon appeared to be intact, in that it did not appear to be just a fragment of the balloon which was retrieved. It also appears the balloon was stripped or sheared from the catheter itself. Note: pt did not experience any change in status during the add'l procedure or after the procedure was completed.